Event description:
Unomedical reference number (B)(4) event occurred in spain on 10 apr 2024, it was reported that the insulin flow blocked alarm. The alarm occurred during priming. No further information available.